Event description:
It was reported that during a procedure, when the physician pulled the sheath out of the pt, the hub of the sheath broke off. The hub was outside the pt. No pt harm or injury was reported.

Manufacturer narrative:
Upon return of the device, the unit was visually examined and it was noted that it was actually the hub of the stiffened dilator (not the sheath) that had pulled apart and that the stiffened dilator remained lodged in the sheath introducer. The sheath introducer/dilator was severely bent. No elongation of the sheath introducer was noted. The hub dilator was visually examined and it was observed that the dilator/hub end was flared and the wire-braid was visible. No anomalies were noted externally. Additionally, no anomalies were noted during review of the manufacturing records. Additional units were pulled from inventory and subjected to hub tensile testing. Results of testing indicated that the device met the specifications. The root cause of this event was determined to be attributable to the severe bend occurring in the sheath introducer/dilator prior to the physician's attempt to remove the dilator. Merit will continue to monitor these types of events for potential trends.